Event description:
It was reported by the customer that the drill was making a strange noise and black fluid was coming from the tip. The customer also reported no fluid entered the surgical site. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On january 5, 2009, the drill involved in the reported event was evaluated. During the evaluation, the technician noted a broken bearing. A qa engineer inspected the unit; during the inspection, it was noted that a bur could not be easily inserted into the attachment. When the nose tube was separated from the rest of the attachment and the bearings were removed a thick black substance was observed in the attachment. The substance inside the attachment and coming out during use is most likely fluid left over from previous procedures. The device was repaired and returned to the customer.